Event description:
Air was injected into a patient during an angiographic problem. The user reports cardiac arrest with successful resuscitation, no residual effects. The patient was later released from the hospital. There were no allegations that the device caused the event or that the device malfunctioned.